Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 4.6 mmol/l. The customer stated that transmitter does not blink when connected to the sensor. The customer was advised to replace the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer found the medal fiber is not there, not able to fill it under the skin. The customer was advised that we will replace damage sensors and replace the entire box.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.